Event description:
The autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" message upon installing the lifeband and autopulse li-ion battery. No patient involvement.

Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" message" was confirmed during the functional testing and the archive data review. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is attributed to wear and tear. The autopulse platform was manufactured in 2007, is over 15 years old, and has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed a cracked front enclosure unrelated to the reported complaint. The root cause of the observed physical damage could be wear and tear or user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data indicated user advisory (ua)17 (max motor on time exceeded during active operation) and system error 139 (unable to hold compression position), thus confirming the reported complaint. The customer did not report ua17; however, this advisory occurred due to the malfunctioning drive train related to the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. Further in-depth investigation determined that the system error's root cause was the drivetrain motor brake gap being too wide, out of specification. The brake gap could not be adjusted within the specification. The drivetrain motor assembly was replaced to remedy the system error. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).